Event description:
The customer reported that his insulin pump is delivering sporadically and that his blood glucose was running high for four days, during which he treated with manual injection. Furthermore, it was stated that insulin did not exit the infusion set tubing during priming and the insulin pump did not give a no delivery alarm. The customer's blood glucose was 123 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.